Manufacturer narrative:
(B)(4). Evaluation: results: (other): visual inspection of the returned product found optic torn in half. Lens returned in vial and in liquid. There was evidence of clear surgical residue. Conclusions: (other): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens torn on insertion into the eye. Lens was removed with no pt injury. Surgeon cut lens in half to remove from eye. Incision was not enlarged and no sutures were needed. The reporter stated the surgeon used a competitor's injection system, which has not been approved by the manufacturer for use with this lens model. Reporter stated they are aware that using this injection system is off-label use.